Manufacturer narrative:
Product/component testing: retained product of the lot za05467 was tested by using chemical test method and sterility test method, all results were within specifications. Returned product of the lot za05467 was tested by using chemical test method and bioburden test method, no failure was detected. Manufacturing record review: the production process records were found to be acceptable. All testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no similar non-conforming materials report, or related process/material change. There was no non-conformance reported for this lot. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides precautions for the proper use and handling of the solution. Precautions include to always neutralize the lenses before wearing them. If the neutralizing tablets are not used; immediately remove the lens, wash the eyes with large amount of running water or lukewarm water and immediately undergo an examination by an ophthalmologist. Always use both the disinfecting solution and the neutralizer together, as specified. Reported medical symptoms were caused by customer's misuse because she accidentally mistook consept quick for multi-purpose contact lens care solution, and wore the lens without neutralization. No product deficiency or malfunction was determined for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes with use of consept quick. The patient accidentally mistook consept quick for a multipurpose contact lens care solution she usually uses. Patient soaked and rubbed in consept quick and wore the lens. Patient had irritation so she removed the lens immediately, then saw a doctor. The doctor prescribed hyalein eye drops and cravit eye drops. Irritation was relieved; however, but patient still had the foreign body sensation.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.